Event description:
The customer reported the system had a communication failure error message would display. A communication failure error message will likely result in a system lockup, no boot, or shut down situation. There are no reports of pt injury or death associated with this event.

Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable.